Event description:
Olympus was informed that during a resection of tissue in uterine cavity procedure loop wire at the distal end of two hf resection electrodes of the same lot number broke and fragments fell into the patient. However, no fragments remained inside the body since they were reportedly retrieved. The intended procedure was completed successfully with only a minor delay and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical devices have not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that that the loop wire at the distal end of the resection electrode is broken and the ends of the wire have melted into balls. The loop wire also shows mark of contact with another metallic device and is deformed. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.